Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized with blood glucose levels greater than 600 mg/dl. The customer stated that she was very confused when she was admitted, and cannot recall whether or not the cannula was bent when the infusion set was removed. The customer also stated that the battery cap was stuck, and was unable to unscrew. The customer stated that her father tried with a screwdriver but it would not come off. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.